Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. It was noted that the patient had a trace pericardial effusion prior to the procedure. A watchman fxd double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The physician was having difficulty closing the appendage. The closure device was deployed and recaptured multiple times before decided to exchange to watchman trusteer sheath. Once the trusteer sheath was advanced, the imaging physician noted a thrombus (clot) in the distal portion of the appendage. An attempt was made to aspirate with no change in the appearance of the thrombus, and the implanting physician decided to abort the procedure. The imaging physician noted no change in trace effusion from the start of the procedure, however a pericardiocentesis with a surgical window was performed in an attempt to treat the effusion/thrombus. No further complications were observed, and the patient was transported to recovery.

Manufacturer narrative:
The device was not returned for analysis as the device was disposed; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. It was noted that the patient had a trace pericardial effusion prior to the procedure. A watchman fxd double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The physician was having difficulty closing the appendage. The closure device was deployed and recaptured multiple times before decided to exchange to watchman trusteer sheath. Once the trusteer sheath was advanced, the imaging physician noted a thrombus (clot) in the distal portion of the appendage. An attempt was made to aspirate with no change in the appearance of the thrombus, and the implanting physician decided to abort the procedure. The imaging physician noted no change in trace effusion from the start of the procedure, however a pericardiocentesis with a surgical window was performed in an attempt to treat the effusion/thrombus. No further complications were observed, and the patient was transported to recovery. It was further reported that the patient was discharged after the procedure and returned to the emergency room later that same day. An urgent tap was performed, and a surgical window was done later that evening. The patient spent two (2) says in the hospital and was discharged without issue. A follow-up transesophageal echocardiography (tee) was done a week later and was normal.

Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. It was noted that the patient had a trace pericardial effusion prior to the procedure. A watchman fxd double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The physician was having difficulty closing the appendage. The closure device was deployed and recaptured multiple times before decided to exchange to watchman trusteer sheath. Once the trusteer sheath was advanced, the imaging physician noted a thrombus (clot) in the distal portion of the appendage. An attempt was made to aspirate with no change in the appearance of the thrombus, and the implanting physician decided to abort the procedure. The imaging physician noted no change in trace effusion from the start of the procedure, however a pericardiocentesis with a surgical window was performed in an attempt to treat the effusion/thrombus. No further complications were observed, and the patient was transported to recovery. It was further reported that the patient was discharged after the procedure and returned to the emergency room later that same day. An urgent tap was performed, and a surgical window was done later that evening. The patient spent two (2) says in the hospital and was discharged without issue. A follow-up transesophageal echocardiography (tee) was done a week later and was normal.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.